Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated rv pacing impedance not taken on (B)(4) 2015. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw). It was noted in the episodes that there was also some t-wave oversensing (twos) on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD)alerted for impedance not taken. This alert has triggered multiple times within the last month. Reprogramming was performed and the leads and device remain in use. No patient complications have been reported as a result of this event.